Event description:
The patient reported that he has been seizure free for six months and that he recently had two bad seizures. The relationship of the increase seizure intensity is unknown. An attempt for additional information has been unsuccessful to date.